Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was delivering insulin to customer without user interaction and when blood glucose (bg) levels were "in range." Tandem technical support was unable to confirm this as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.